Manufacturer narrative:
The manufacturer has made several attempts to obtain additional information from the patient but has been unsuccessful. This report is being submitted in abundance of caution because the patient had experienced pain and discomfort and elected to have the device explanted. If additional information is obtained, a follow-up report will be submitted. Follow-up report: numerous attempts to obtain additional information from the patient remain unsuccessful. This report is considered closed. If additional information is obtained at a later date, an additional follow-up report will be submitted.

Event description:
Patient reported the following: patient contacted the manufacturer regarding a breast revision surgery that was performed in early 2020 (exact date not provided) as a result of significant weight loss. The surgeon used the galatea scaffold to support breast implants (specifics not provided). Post surgery the patient was experiencing constant pain and stated that the scaffold felt "thick". In approximately late april/early may, the patient had the scaffold and the implants removed and was informed by her surgeon that the scaffold was folded over onto itself and was not positioned correctly. Her initial inquiry was to learn if this has occurred in other patients or was it specific to her case.

Manufacturer narrative:
The manufacturer has made several attempts to obtain additional information from the patient but has been unsuccessful. This report is being submitted in abundance of caution because the patient had experienced pain and discomfort and elected to have the device explanted. If additional information is obtained, a follow-up report will be submitted.

Event description:
Patient reported the following: patient contacted the manufacturer regarding a breast revision surgery that was performed in early 2020 (exact date not provided) as a result of significant weight loss. The surgeon used the galatea scaffold to support breast implants (specifics not provided). Post surgery the patient was experiencing constant pain and stated that the scaffold felt "thick". In approximately late april/early may, the patient had the scaffold and the implants removed and was informed by her surgeon that the scaffold was folded over onto itself and was not positioned correctly. Her initial inquiry was to learn if this has occurred in other patients or was it specific to her case.